Event description:
It is reported that the patient is experiencing post-operative pain, rash and difficulty bending knee.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause fo the patient's pain cannot be determined with the info provided. This device is used for treatment. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted.